Event description:
Procedure type: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. (B)(6) at time of surgery.

Manufacturer narrative:
(B)(4). MDR ref#: 9615742-2012-00191 (avaulta posterior). Note: this report corresponds with bard's report# (B)(4) for an "avaulta anterior."